Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An exterior physical visual inspection was performed and passed. Receiver charged and boot test was performed and failed due to receiver perpetually reloading. Receiver functional test was not performed since the receiver was perpetually reloading. Open receiver case for interior inspection and passed. Receiver download failed due to receiver perpetually reloading. The allegation was confirmed. The probable cause of this issue could not be determined. No injury or medical intervention was reported.